Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 09-aug-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the ¿white gasket in the hemostasis valve of the defect sheath detached and washed out of the device¿ issue occurred. The operation, inner sheath could not advance in the outer sheath due to the impediment. The second device sheath was used to complete the procedure. There was no report on adverse event on patient. The white gasket in the hemostasis valve of the defect sheath detached and washed out of the device as per the photo provided. Additional information was received. The hemostatic valve was the section where the issue was observed. This part was totally separated. The hemostatic valve was dislodged inside the hub and outside the hub. The brim cap / hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. Blood return was observed. However, the volume of blood loss was unknown. The abbott needle was used. No damage on the sheath / dilator due to the obstructed sheath. No occlusion when irrigating the sheath. Unknown if there was any material causing the obstruction. The issue of the ¿inner sheath could not advance in the outer sheath due to the impediment¿ was assessed as non MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The issue of the ¿white gasket in the hemostasis valve of the defect sheath detached and washed out of the device¿ was assessed as MDR reportable.

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The operation, inner sheath could not advance in the outer sheath due to the impediment. The second device sheath was used to complete the procedure. There was no report on adverse event on patient. The white gasket in the hemostasis valve of the defect sheath detached and washed out of the device. The investigation was completed on 21-aug-2023. A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, only the hemostatic valve was observed on the picture (no damages were observed on the valve). According to the additional information received, the hemostatic valve was totally separated. This could be related to the impediment to advance condition reported by the customer. Based on the information received and the picture provided, the customer complaint was confirmed. The product analysis was performed as appropriate in order to find the root cause of the complaint. The carto vizigo sheath product was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. Since the hemostatic valve was found detached during the procedure, this failure could be related to both issues reported; therefore, the customer complaint was confirmed. The optimal device performance guide (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) / component code: valve(s) (g04135) were selected as related to the picture provided. Investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿white gasket in the hemostasis valve of the defect sheath detached and washed out of the device¿ issue and ¿¿inner sheath could not advance in the outer sheath due to the impediment¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).